Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, high threshold was noted on the left ventricular (lv) lead. The physician attempted to revise the lead, but was not successful. Two separate lv leads were tested and the threshold value could not be improved. The original lv lead was left implanted. The patient was stable.